Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the delivery catheter (dc) handle leak. It was reported that during preparation, when de-airing the delivery catheter (dc) handle, the flush port on the dc handle broke and air entered the dc handle. An attempt was made to open the red cap and remove the air, but the flush port was broken. The device was not used. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The return device analysis confirmed reported broken flush port. The reported leak could not be replicated in a testing environment due to the device returned condition (broken flush port luer). Additionally, the delivery catheter handle was examined and noticed that the uv loctite fillet was not cured. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and reported broken flush port and leak appear to be related to a potential product issue. The reported leak appears to be a cascading event of the reported broken flush port and observed loss of or failure to bond. The issue is being addressed per internal operation procedure. Abbott vascular (av) will continue to trend the performance of these devices.